Event description:
The lead migrated post-surgically. Afterward, the patient experienced pain in his groin. The patient stopped using his device approximately 1 year after implant and had not used the implantable neurostimulator for about 13 years. The patient status was at home at the time of the report. His status was reported as 'unknown'. The patient was provided resources to find a new hcp. Additionally information has been requested. A follow-up report will be submitted if additional information becomes available.